Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support, however the customer declined to complete the check. Customer changed the pump supplies to address the issues. Customers blood glucose was 400 mg/dl.